Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she peed and had not felt stimulation since that time. The patient also reported she could not get the device to change programs or adjust stimulation anymore. The patient stated therapy had not worked at all for her and she had no change in her therapy. The patient stated that a healthcare professional (hcp) reprogrammed the device, but that did not work. The patient stated that hcp stated the patient should feel fluttering. The patient reported they placed the implantable neurostimulator (ins) on the right side and she always felt a little bump so she could not lay on that side, but now she could not feel the bump anymore and could lay on her right side with no problems. The patient did not feel stimulation. The patient reported ¿the device was not in place anymore¿. The patient reported that she was not due to see the hcp until (B)(6), but was told to reach out if she had problems. The patient reported that on (B)(6) they could no longer feel the bump, thought the device was no longer in place, and they couldn¿t adjust stimulation or change programs. The patient reported that they told her to record every time she peed with the date and the number and the last she recorded was on (B)(6). The patient also reported she thought at first it was the battery so changed the battery the batteries in the patient programmer and nothing happened. The patient stated she did not feel stimulation at all. The patient stated that every time she felt the little fluttering the bladder area before it had changed. The patient stated that the ¿thing¿ is not in place anymore and that was why. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-11. The patient reported that they had an appointment on (B)(6) 2017. The patient reported that she was just not having any feeling one day and she didn¿t know why. The patient reported that she was sent a new device.